Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 5092-58, (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient experienced pocket stimulation. It was noted that there was atrial polarity switch during the patient's last visit and now there is a polarity switch on the ventricular lead. It was noted there were multiple low impedance counts which caused the polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.